Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis (hd) clinic manager from a user facility reported an hd patient was connected to the 2008t hd machine when the blood leak at the top of the dialyzer was observed. The 2008t hd machine generated a blood leak was noted approximately 2.5 hours after therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 500. The clinic manager stated the bloodlines used were fresenius. The exact location of the leak was not available. No visual damage to the dialyzer or packaging was observed. Per clinic manager the patient¿s blood was returned and the patient¿s estimated blood loss (ebl) was less than 15 cc. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on another machine without further issue. The clinic manager stated the machine was pulled and tested and has was placed back in service without further issue. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to date for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A hemodialysis (hd) clinic manager from a user facility reported an hd patient was connected to the 2008t hd machine when the blood leak at the top of the dialyzer was observed. The 2008t hd machine generated a blood leak was noted approximately 2.5 hours after therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 500. The clinic manager stated the bloodlines used were fresenius. The exact location of the leak was not available. No visual damage to the dialyzer or packaging was observed. Per clinic manager the patient¿s blood was returned and the patient¿s estimated blood loss (ebl) was less than 15cc. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on another machine without further issue. The clinic manager stated the machine was pulled and tested and has was placed back in service without further issue. The sample was available to be returned for evaluation.

Manufacturer narrative:
Updated plant investigation; the alleged event is not confirmed. The device was not returned to the plant for investigation. The lot history was reviewed. Two other complaints from two different customers were noted to have been previously reported against the lot. One complaint was an external blood leak and the other complaint was an internal blood leak. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The complainant initially reported that the machine alarmed for a blood leak (which indicates an internal blood leak). However, follow up on 3/21/18 confirmed the leak to be external. As such, the complaint will be coded (leak, header, undefined) to address the external leak observed on ¿top of the dialyzer.¿

Event description:
Additional information was solicited and the clinic reported that the external blood leak source was from the top of the dialyzer.